Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump would not turn on after replacing the battery multiple times. The reporter indicated that the pump alarmed for a replace battery; the battery was replaced and went to the verify screen but quickly alarmed for low battery. The reporter replaced the battery 4 more times but the pump failed to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: short battery life was observed in the pump histories. The pump battery compartment was examined and corrosion was observed inside the compartment. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and no further moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.